Event description:
A medwatch report # (B)(4) concerning two events was received stating that "there were two similar events involving the nava catheter. In the first event, the catheter had to be replaced due to an a-sync reading, after troubleshooting. The nava catheter appeared to have outer sheath bubbling". (B)(4).

Manufacturer narrative:
(B)(4).